Event description:
End user was in a pharmacy when the seat snapped off post. No injury was reported to the dealer at the time of incident. On 3/6/2001 dealer was notified end user sustained injuries as a result of an accident; however, the letter does not state what the injuries are.